Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1206 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "introducer did not break properly and PICC was stuck with part off the orange plastic wrapped around it". No other information was provided.